Event description:
The following was reported to hamilton medical ag: vent continually failed "blower flow test" in service software. There was no patient involvement as it occurred during servicing activities in service software.

Manufacturer narrative:
Blower module was replaced. Passed service software and function tests. Hamilton medical ag case number is: (B)(4).